Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis. Review of the log files revealed on 10mar2026, backup battery fault alarms were active due to backup battery circuit faults. The alarms quickly resolved on their own and did not affect the controller¿s ability to operate the pump as intended. On 11mar2026, the driveline was disconnected, consistent with the reported controller exchange. The heartmate 3 system controller (serial number (B)(6)) and heartmate 11 volt li-ion backup battery (serial number (B)(6)) underwent functional testing and passed all steps without issue. The system controller was connected to a mock circulatory loop and was able to operate the system as intended for extended duration. During testing, both power cables were disconnected from external power, and the backup battery was able to provide support to the system as intended. No backup battery fault alarms were reproduced throughout testing. Reported information stated the alarm resolved with the controller and backup battery replacement. It was stated that the patient presented to the clinic a few months ago with a backup battery fault and the backup battery was replaced. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The testing records were reviewed for the heartmate 11v battery (s/n: (B)(6)) and it was found that the battery operated as intended. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. D), section 7 ¿ ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. A), section 5 ¿ ¿alarms and troubleshooting¿, cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU, section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery and system controller. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presented to out patient clinic with backup battery fault. No log files were available. They replaced the system controller and emergency backup battery(ebb). The ebb fault resolved with controller/ebb replacement. Equipment will be returned to abbott for analysis.